Event description:
It was reported that the front end of the bd posiflush¿ normal saline syringe was found with mold on it when removed from the packaging. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the third-floor ward reported that the front end of the 10ml flush was moldy when the product was not opened."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-may-2023. H6: investigation summary it was reported the front end of the 10ml flush was moldy. To aid in the investigation, one sample in an opened packaging flow wrap and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the tip cap has discoloration that is embedded. The photo shows a prefilled syringe in its packaging flow wrap. The syringe tip cap and luer area have discoloration. No other defects or imperfections were observed. The sample was sent to a laboratory for analysis. The analysis confirmed there is no mold, and the foreign matter is embedded degraded resin. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 306595, lot 2101461. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.

Manufacturer narrative:
H.6. Investigation summary: it was reported the front end of the 10ml flush was moldy. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe in its packaging flow wrap. The syringe tip cap and luer area have discoloration. No other defects or imperfections were observed. A device history record review was completed for provided material number (B)(4), lot 2101461. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical samples analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that the front end of the bd posiflush¿ normal saline syringe was found with mold on it when removed from the packaging. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the third-floor ward reported that the front end of the 10ml flush was moldy when the product was not opened"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the front end of the bd posiflush¿ normal saline syringe was found with mold on it when removed from the packaging. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the third-floor ward reported that the front end of the 10ml flush was moldy when the product was not opened".